Manufacturer narrative:
He esu was thoroughly inspected/tested (note: the accessories were not available for an evaluation and the company medwork didn't examine the involved papillotome/their accessory.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are functioning properly. Additionally, the chronological data at the reported time of the event was reviewed. The maximum voltage during activations was 550 volts and there was no erroring (i.e., no erbe equipment issues occurred during the procedure.). Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event.based upon the reported event, the failure of the non-erbe accessory may have been caused by the papillotome being defective, the maximum voltage for the accessory being exceeded, or the papillotome being mechanically damaged during use which resulted in the accessory breach. However, no conclusive determination could be made as to the cause of the incident.no trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident during an endoscopic retrograde cholangiopancreaticography (ercp). The esu was used with a papillotome wire manufactured by the medwork company (product number not provided, lot number not provided) and an erbe nessy omega return electrode (product number not provided, lot number not provided). The generator's settings were endocut I, effect 1, cut duration 3, and cut interval 3 as well as forced coag effect 2, 80 watts. During the procedure the papillotome broke and got stuck into the tissue. A second procedure was needed to remove the broken non-erbe accessory. Additionally, a prolonged stay in the hospital resulted.